Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03203. The pt rec'd an scs system on (B)(6) 2011. It was reported that the pt had lost stimulation and could not turn the stimulation up to perception level on any programs. All contacts were invalid. X-ray was taken and confirmed that there was no migration, disconnection and fracture. Upon surgery, it was found that the ipg was functioning properly while the leads were explanted and replaced due to invalid impedance. No further info is available at this time.

Manufacturer narrative:
Result: the implicated device was not returned for investigation. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.